Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 clip would not feed into the jaw properly. A er320 was then used and the clips ejected (did not fall in pt). Another er320 was used and the clips would not feed into the jaws due to clip mis-alignment for another er320. Another instrument was used to complete the case. There was no consequence to the pt. All devices were discarded.